Event description:
On (B)(6) 2011 - surgical intervention was performed to remove a broken polyaxial screw (62365-40) which fractured approximately mid-way of the threaded shaft. The proximal section of the screw was removed without issue while the distal threaded section remains anchored in the patients sacrum (s1). The zodiac system was originally implanted on (B)(6) 2010

Manufacturer narrative:
An evaluation conducted by the senior manager product development concluded that the failure mode is consistent with that of a previous reported submission. Ref MDR 2027467-2011-00003; an evaluation was conducted by an outside institution found that the screws failed as a consequence of unidirectional bending fatigue. This failure mechanism was supported the presence of multiple fatigue origins on one side of each screw. The cracking propagated directly across toward the other side. Once the load could no longer be accommodated by the remaining ligament, the cracking mechanism transitioned to ductile overload. In all cases, the cracking initiated at the fillet radius associated with the fourth thread root. The sem inspection identified no obvious evidence of any material defects or anomalies associated with the fatigue origins (there were no obvious inclusions, foreign material, pits, or other surface irregularities). The results suggest that the primary factor regarding the location of fatigue crack initiation was the stress concentration effect of the thread root. The supplied instructions for use (ins-028) provides warning and possible side effects associated with surgical intervention of this nature. Warnings# 6 - potential risks identified with the use of these devices, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, vascular or visceral injury. Possible side effects# 1- initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.